Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the pump was against the customer's skin. Reportedly, the pump was exposed to condensation, humidity, and water. Additionally, it was reported that the bottom of cartridges were translucent and green. There was no reported impact to customer's blood glucose. Reportedly, a new cartridge was loaded to address the event. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.